Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received 54 of 138104 in original packaging. Lot number was verified. Sampled 13 devices and performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the device was dye leak tested which indicated that all 13 devices had an insufficient heat seal. A root cause cannot be determined; however, based upon evaluation of the devices, a possible cause of this event could be device encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 54 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 1,206 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use the user is advised to inspect and test each device before each use. We will continue to monitor per regulatory requirements to help ensure patient safety.